Manufacturer narrative:
Correction to h11: a review of the service history record identified that the device has been serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion 21.07 and 21.47 psi" was not reproduced. Completed 3 downstream occlusion tests, results within range 12.1 psi 10.3 psi 11.5 psi and passed the testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion 21.07 and 21.47 psi (pounds per square inch)during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.